Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint - patient was revised to address high metal ions and metal wear. Doi 2006 or 2009 - dor (B)(6) 2012 (right hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, pseudotumor and metallosis. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs provided), adverse reaction/metal debris throughout the joint, metal staining at the head/neck junction, osteolysis, and a trochanter fracture sometime in 2011 that had a non-union. There was no mention of metallosis or pseudotumor as previously alleged. No doi/stickersheet has been provided at this time. An unknown stem/sleeve are being added to the complaint. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.